Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and determined the cause of the malfunction to be a shorted capacitor, designator c318.